Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
Per user facility medwatch form, #(B)(4) attached to this report. Device is not available for return.